Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a short in ECG "c". An unused pulse wire migrated within ECG electrode was intermittently shorting with diode d4. An internal corrective action has been initiated to investigate the migrated wire. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving frequent check therapy electrode messages.